Event description:
The clinician reports the implant was inserted (B)(4) 2019 in ada 14. Details of surgery: sinus augmentation and immediate extraction site. On (B)(4) 2023, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.